Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy drain. The cause of peritonitis was unknown. The patient was treated with an unspecified antibiotic for peritonitis. The patient recovered 45 days after the event onset. The patient hospitalization and action taken with pd therapy were not reported. No additional information is available.